Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high impedance on the atrial and right ventricular lead. It was believed that the device header had a loose fit. The device was replaced and the patient was stable.